Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that lost image was encountered. An opticross imaging catheter was used to view the target lesion. After the device was unable to cross the lesion with calcification, lost image occurred. The procedure was completed with a non bsc product. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a damaged (detached) in the lapjoint section of the catheter. Device evaluated by MFR: a damaged (detached) was observed in the lapjoint section of the catheter, additionally, a kink was encountered in the imaging window assembly. No image appeared in the ilab system due to electrical open at proximal and broken drive shaft and imaging core windup were encountered in the double heat shrink area in the telescope area. Imaging core windup began 2.5 cm from the distal end of the connector shaft.